Event description:
Patient had a balloon kyphoplasty procedure and after, developed bilateral progressive leg weakness. The patient was subsequently treated by a second physician (the reporting physician) who performed a laminectomy on the patient. The reporting physician stated that during the laminectomy, bone cement and tumor were in the patient's spinal canal. No further information on the patient's balloon kyphoplasty procedure was made available by the reporting physician, including the identification of the products used in the procedure.

Manufacturer narrative:
Device not returned for evaluation; follow-up conversation with physician reporting event. No conclusion can be drawn.